Manufacturer narrative:
Product analysis #704978723:equipment used: vis (m-81805), 203cm ruler (m-83361) document used: dwgs105-5095-000 rev. Ac as found condition (condition of returned device): two apollo micro catheters were returned for analysis within a shipping box; within a sealed biohazard pouch; within their opened apollo micro catheter outer cartons and within their opened apollo micro catheter inner pouches. Visual inspection/damage location details: (apollo 1) the 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip was not returned. Therefore, any contributing factors from the detached tip could not be assessed. The apollo total length was measured to be ~166.8cm, the usable length was measured to be ~160.6cm which is within specification: 165.0cm ± 2.5cm and the distal floppy length was measured to be ~21.2cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub; however, liquid embolic residue was found within hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.55mm which is within specification: 1.0mm - 2.5mm. Onyx residue was found within in the apollo distal lumen. No other anomalies were observed. (Apollo 2) no device malfunction was reported with the apollo micro catheter. The 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip was not returned. Therefore, any contributing factors from the detached tip could not be assessed. The apollo total le ngth was measured to be ~166.1cm, the usable length was measured to be ~159.9cm which is within specification: 165.0cm ± 2.5cm and the distal floppy length was measured to be ~21.0cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub; however, liquid embolic residue was found within hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.48mm which is within specification: 1.0mm - 2.5mm. Onyx residue was found within in the apollo distal lumen. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. ¿tip premature detachment¿ (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. (Reyesr32 2022-11-30) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter tip prematurely detached. The patient was undergoing embolization of a meningeal tumor. During a neuro embolization of a meningeal tumor, the detachable distal part broke during navigation before the embolization site. No symptoms were reported. Additional information received reported the devices were prepared as indicated in the instructions for use (IFU). Patient vessel tortuosity was normal. No additional medical or surgical intervention was required.